Manufacturer narrative:
Patient codes - c64343 (sutured/colostomy). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure to dissect the rectum, some staples were open and not formed properly after firing. The surgeon sutured to correct the open tissue. The doctor finished the surgery with a colostomy.